Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for routine follow up with loss of capture at max output. It was noted that when the patient raised their arms the device behaved normally. A chest x ray was ordered. No further information is available.